Manufacturer narrative:
Potential poly insert loosening or dislocation was originally reported. It was also initially reported that the tibial tray may be loose. Revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported there was no dislocation of the inserts. The patient was reported to have mid-flexion instability. Review of all engineering drawings and models indicates the implant and ijig were designed to specification. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential poly insert loosening or dislocation was originally reported. It was also initially reported that the tibial tray may be loose. Following revision surgery, it was reported there was no dislocation of the inserts. The patient was reported to have mid-flexion instability. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Potential poly insert loosening or dislocation was reported. It was also reported that the tibial tray may be loose. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential poly insert loosening or dislocation was reported. It was also reported that the tibial tray may be loose. Revision surgery is planned.